Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15078. It was reported the pt had not used her scs system in over two years. The pt indicated her pain has worsened. Surgical intervention will be taken at a later date to address this issue. No additional info is available at this time.